Event description:
Patient presented with right hip pain and dr (b). Determined a revision was in order. The original implantation date was 1997. The stem is an osteolock as was the 52mm cup. The liner was a system 12 p3 28mm raised liner. The head was a 28mm +5. The cup, head, and liner were explanted and a zimmer cup and liner were implanted as well as a new 28mm pca head.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown system 12 p3 28mm raised lip liner. Other devices listed in this report: cat # 6284-0-228 , lot # c4ryk, description: 28mm +5mm femoral head; cat # unk, lot # unk, description: osteolock stem; cat # unk, lot # unk, description: osteolock 52mm cup. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s pain. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
An event regarding revision due pain involving an p3 28mm 10deg insert osteolock was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the lot identification was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
Patient presented with right hip pain and dr. (B)(6) determined a revision was in order. The original implantation date was 1997. The stem is an osteolock as was the 52mm cup. The liner was a system 12 p3 28mm raised liner. The head was a 28mm +5. The cup, head, and liner were explanted and a zimmer cup and liner were implanted as well as a new 28mm pca head.